Event description:
It was reported the pt's charger is unable to communicate with his ipg. A replacement charging system was sent to the pt and the issue persisted. The sjm rep met with the pt and indicated the pt's programmer displays a communication message and multiple programmers are not able to communicate with the ipg. The pt indicated he is currently without stimulation. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.